Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold, red particles on the shell and deformation. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side "painful" capsular contracture, baker grade IV. Device has been explanted.